Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The damage to the cable causing the no image issue is likely to be user handling. The image was noisy as well. The instructions for use includes the following statements: regarding cable breakage, the contents of the instruction manual at the time of shipment of the product include the following statements that can prevent the cable break from happening: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.

Event description:
The device was sent in for repair by the customer for image issues with loose contact in the cable observed during preparation for an unknown procedure. There is no patient involvement and no harm reported to any patient. At the time of repair inspection, it was noted that there was intermittent image. This was caused by a break in the cable. This medwatch is being submitted for the issue of intermittent image.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The manufacture date is not available. Upon inspection and testing, it was noted that either an image was not captured or was captured intermittently. This is attributed to the break in the cable. The break may have been caused by physical stress. Additionally, the adaptor was worn, causing the lens to wobble when turned. The user¿s complaint of image issues with loose contact in the cable was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.